Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to faulty force sensor resistor. The insulin pump passed idle current test, run current test, self- test, off no power test, unexpected restart error test, basic occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No alarms were noted. The motor passed motor test. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed watchdog timeout. The customer's blood glucose was unknown at the time of incident. The insulin pump will need to be replaced. The insulin pump will be returned for analysis.